Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was guided by technical support to inspect the cartridge o-ring and ensure it was properly inserted. The customer successfully completed the loading process and was able to resume insulin delivery without further issues.